Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The na electrode lot number and expiration date were not provided. Calibration alarms were observed. The field service engineer (fse) found clogged vacuum valves. The fse flushed the valves, proactively replaced the rinse tubing, checked pump pressures, adjusted rinse levels, adjusted the sample and sipper probes, and performed air purges and reagent primes. The calibration, qc, and precision results were all acceptable. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for na electrode (na) on a cobas 6000 c (501) module. The initial result was 170 mmol/l. The sample was repeated on a cobas 8000 system as the result was deemed "obviously" incorrect. The repeat result was 134 mmol/l. This result was believed to be correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The c501 module serial number was (B)(6).